Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. B61388, b66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and d & c. Previously administered products included for birth control: microgynon. Concurrent conditions included anesthesia and blood pressure high. Concomitant products included nsaid's. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), anger ("anger"), affect lability ("cried very easy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("parageusia"), alopecia ("alopecia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only) - via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the dysgeusia, alopecia, fatigue, dyspareunia, menstrual disorder, weight increased, anger, affect lability, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered affect lability, alopecia, anger, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"anger, cried very easy, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches, (cramping)", lot number, historical condition, lab data added from pfs. On (B)(6) 2018: event "heavy bleeding", concomitant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. B61388, b66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and d & c. Previously administered products included for birth control: microgynon. Concurrent conditions included anesthesia and blood pressure high. Concomitant products included ibuprofen, losartan, nsaid's, ondansetron (zofran), oxycodone, paracetamol (acetaminophen) and salbutamol (albuterol hfa). In december 2013, the patient experienced anger ("anger"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)-2013, the patient had essure inserted. On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and affect lability ("cried very easy") and was found to have weight increased ("weight gain"), 6 days after insertion of essure. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("paraguesia"), alopecia ("alopecia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - via c-section, salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved and the dysgeusia, alopecia, fatigue, menstrual disorder, weight increased, anger, affect lability, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and mood swings outcome was unknown. The reporter considered affect lability, alopecia, anger, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6)-2013: results: essure device was successfully occluded; on (B)(6)2014: results: total bilateral occlusion. Batch number: b61388 exp date:2016/08/31 man date:2013/08/20 batch number: b66024 exp date:2016/09/30 man date:2013/09/06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event: mood swings were added.event:dyspareunia (painful sexual intercourse) outcome were updated. Concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. B61388, b66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and d & c. Previously administered products included for birth control: microgynon. Concurrent conditions included anesthesia and blood pressure high. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), anger ("anger"), affect lability ("cried very easy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("paraguesia"), alopecia ("alopecia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only) - via c-section). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the dysgeusia, alopecia, fatigue, dyspareunia, menstrual disorder, weight increased, anger, affect lability, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered affect lability, alopecia, anger, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Batch number: b61388, exp date:2016/08/31, man date:2013/08/20. Batch number: b66024, exp date:2016/09/30, man date:2013/09/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 40-year-old female patient who had essure (batch no. B61388, b66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, d & c and uterine fibroid. Previously administered products included for birth control: microgynon. Concurrent conditions included anesthesia, blood pressure high, essential hypertension, asthma, penicillin allergy, stress urinary incontinence and adhesion. Concomitant products included ibuprofen, losartan, nsaids, ondansetron (zofran), oxycodone, paracetamol (acetaminophen) and salbutamol (albuterol hfa). In (B)(6) 2013, the patient experienced anger ("anger"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and affect lability ("cried very easy") and was found to have weight increased ("weight gain"), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysgeusia ("paraguesia"), alopecia ("alopecia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic recations"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - via c-section, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the dysgeusia, alopecia, fatigue, menstrual disorder, weight increased, anger, affect lability, depression, anxiety, migraine, headache, dysmenorrhoea and mood swings outcome was unknown. The reporter considered affect lability, alopecia, anger, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Gynaecological examination - on (B)(6) 2015: result: anteverted uterus 4.8mm es bilateral ovaries within limit 1.5 × 1.9 cm fundal intramural fibroid.; on (B)(6) 2016: result: anteverted uterus 4.53mm es .7 cm fundal intramural fibroid. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2014: results: total bilateral occlusion bilateral iatrogenic fallopian tube tubal occlusion. Lobulated, but grossly normal shaped uterine cavity. Pathology test - on (B)(6) 2017: result: diagnosis: secretory endometrium, adenomyosis, benign endocervix. Endocervix, partial resection: benign endocervix. Fallopian tube, left, salpingectomy: benign fallopian tube with paratubal cyst. Fallopian tube, right, salpingectomy: benign fallopian tube with paratubal cyst. Batch number: b61388 exp date:2016/08/31, manufacturing date:2013/08/20. Batch number: b66024 exp date:2016/09/30, man date:2013/09/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ hypersensitivity¿ was added. Events¿ vaginal bleeding, hypersensitivity and menorrhagia¿ outcome were updated to recovered/resolved. Seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 40-year-old female patient who had essure (batch no. B61388, b66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, d & c and uterine fibroid. Previously administered products included for birth control: microgynon. Concurrent conditions included anesthesia, blood pressure high, essential hypertension, asthma, penicillin allergy, stress urinary incontinence and adhesion. Concomitant products included ibuprofen, losartan, nsaids, ondansetron (zofran), oxycodone, paracetamol (acetaminophen) and salbutamol (albuterol hfa). In (B)(6) 2013, the patient experienced anger ("anger"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and affect lability ("cried very easy") and was found to have weight increased ("weight gain"), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysgeusia ("paraguesia"), alopecia ("alopecia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic recations"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - via c-section, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the dysgeusia, alopecia, fatigue, menstrual disorder, weight increased, anger, affect lability, depression, anxiety, migraine, headache, dysmenorrhoea and mood swings outcome was unknown. The reporter considered affect lability, alopecia, anger, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Gynaecological examination - on (B)(6) 2015: result: anteverted uterus 4.8mm es bilateral ovaries within limit 1.5 × 1.9 cm fundal intramural fibroid.; on (B)(6) 2016: result: anteverted uterus 4.53mm es .7 cm fundal intramural fibroid.. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2014: results: total bilateral occlusion bilateral iatrogenic fallopian tube tubal occlusion. Lobulated, but grossly normal shaped uterine cavity.. Pathology test - on (B)(6) 2017: result: diagnosis: secretory endometrium, adenomyosis, benign endocervix. Endocervix, partial resection: benign endocervix. Fallopian tube, left, salpingectomy: benign fallopian tube with paratubal cyst. Fallopian tube, right, salpingectomy: benign fallopian tube with paratubal cyst. Batch no b61388, production date 2013-08-20, expiration date 2016-08-31. Batch no b66024, production date 2013-09-06, expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.